Event description:
It was reported that "complete failure causing delayed surgery. Completely failed, no dashboard, no video signal out of any output". No negative impact in state of health reported. Cross reference mdrs: 2027009-2026-00163, 2027009-2026-00164, 2027009-2026-00165, 2027009-2026-00166, 2027009-2026-00167.

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4). Cross reference complaint ids: (B)(4).